Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia, pain in extremity and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, abdominal pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia, pain in extremity, abdominal pain and urticaria outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, abdominal pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event: hives were added. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia, pain in extremity and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, abdominal pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events : abdominal pain, general abnormal bleeding were added. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urticaria ("hives") and abscess ("abscess"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia, pain in extremity, abdominal pain, urticaria and abscess outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, abdominal pain, abscess, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: not known. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Lot number:686078 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc on 24-jun-2020: no new clinical information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urticaria ("hives") and abscess ("abscess"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia, pain in extremity, abdominal pain, urticaria and abscess outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, abdominal pain, abscess, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: not known. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. New event abscess was added. Cluster ID was added. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia and pain in extremity outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gerd, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, vaginal discharge, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, herpes genitalis, hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal hernia, gastrooesophageal reflux disease, arthralgia and pain in extremity outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered abdominal hernia, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gastrooesophageal reflux disease, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008. Concurrent conditions included vaginal irritation, menses irregular, anxiety disorder, depression, acute gonococcal infection of lower genitourinary tract, (B)(6), hypertension, hyperthyroidism, peptic ulcer, vaginitis bacterial, intra-abdominal bleeding, uterine bleeding, bladder neoplasm, urgency urination, back arthritis, pinched nerve, restless legs syndrome, nocturia, hiatal hernia, adenomyosis, ovarian cyst nos and panic attacks. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2015, diazepam (valium), escitalopram, ibuprofen, ketorolac tromethamine (toradol), pregabalin, sucralfate, tizanidine and valaciclovir (valacyclovir). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), panic disorder ("psychological or psychiatric problems condition: panic disorder"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: normal/skin rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hernia ("gastrointestinal or digestive system condition type: hernia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with butalbital; caffeine; paracetamol (fioricet), duloxetine hydrochloride (cymbalta), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, panic disorder, fibromyalgia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hernia, gastrooesophageal reflux disease, arthralgia and pain in extremity outcome was unknown and the vaginal haemorrhage, menorrhagia, rash and migraine had resolved. The reporter considered allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, hernia, menorrhagia, migraine, pain in extremity, panic disorder, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placed on left side, no problem, 4 coils seen. Essure placed on right side, no problem, 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal discharge, gerd, pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Event injury was updated to pain. Lot number and explant date were added. Date of implant was updated. Following events were added: abnormal bleeding (vaginal, menorrhagia), vaginal infection, panic disorder, fibromyalgia, rashes or skin conditions type: normal/skin rashes, bladder disorder, urinary tract disorder, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hernia, gerd, joints pain and legs pain. Reporter information, medical history, treatment, concomitant dug and lab data were added. Patient demographics added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.